Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the doctor found cuff leakage when doing testing before using on patient." This was found prior to use. There was no paitent harm.

Manufacturer narrative:
Qn# (B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports a visual exam was performed and it was observed that the cuff was deformed. The cuff was immersed in water and bubble were observed at the parting line cuff area. Further review of the leak area indicated there was a tear at the parting line. A device history record review was performed and no relevant findings were identified. Based on the investigation performed the complaint was confirmed. The root cause was identified as manufacturing related. A non-conformance was opened to further investigation this issue.

Event description:
It was reported that "the doctor found cuff leakage when doing testing before using on patient." This was found prior to use. There was no paitent harm.